Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Additionally, it was reported that the pump fill estimate was inaccurate. Reportedly, the cartridge was cracked. The user successfully loaded a new cartridge. The user's blood glucose level was 158 mg/dl.